Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. If explanted, give date: not applicable, lens remains implanted. Initial reporter phone number: unknown, not provided. Unexpected post-operative refraction/outcome. Secondary surgery planned. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens was implanted on (B)(6) 2017 into the patient's right eye (od). Post-operative, there was an unexpected post-operative refraction. The patient's pre-operative measurements were 0.7 (r) and post-operatively 0.3 (r). Additionally, a triangle shape was observed in the center of eye. The patient is not satisfied with post-operative outcome and reportedly visited another eye clinic. Explant was not performed, but the patient is planning to visit another eye center for a secondary surgery. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.